Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 2 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to minimed that the customer reported the differences in the sensor glucose and the blood glucose event. The sensor glucose was 87 mg/dl, and the blood glucose value was 45 mg/dl. The sensor glucose and blood glucose difference is 42 mg/dl. The customer received a change sensor, sensor updating, and calibration not accepted alert. The customer experienced hypoglycemia and was treated with glucose/carb intake. The description of the site issue: bleeding, painful, and itchy. The event involved product(s) mmt-7040ma, mmt-7841zn, mmt-431ag, mmt-1884, and mmt-342. Troubleshooting was performed for the sensor glucose vs blood glucose, and the insulin delivery was not suspended due to the sensor glucose vs blood glucose event. Troubleshooting was partially performed for the low blood glucose. The customer was using the pump within 48 hours at the time of the event, and it was unknown whether the auto mode feature was active or not at the time of the event. Troubleshooting was performed for the calibration not accepted and the customer run a test on transmitter. Troubleshooting was performed for the tester procedure for transmitter, and the customer requested to run tester procedure for the transmitter and is not calling back after being advised to fully charge transmitter. No damage reported to transmitter. Troubleshooting was performed for the site issues, and the customer reported an issue with the insertion site. No further patient complications were reported. No product return is required for mmt-7040ma, mmt-7841zn, mmt-431ag, mmt-1884, and mmt-342.